Event description:
It was reported to philips that the device¿s image processing computer (ippc) hard drive failed. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned/nonemergency treatment when the issue occurred, and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the image processing pc(ippc) failed. Upon troubleshooting, the fse found that the hard drive of image processing pc (ippc) failed. The fse replaced the hard drives and recreated image store. After the replacement of hard drives, the system was returned to use in good working order. The codes were updated based on the investigation outcome.